Manufacturer narrative:
(B)(4). During disassembly, the active rod was found to be skived. The device was received in good physical condition. During functional testing, the device activated. There was observed energy being transmitted to the test media during analysis. The device was dis-assembled and under visualization, the insulation was found to be skived exposing the active rod component. This type of failure mode causes a device short. The failure mode of a device short prevents rf delivery from the generator to the tissue. A system warning notifies the user of the failure through a visual replace light indicator and change in tone. Skived insulation can cause an intermittent failure but we were unable to reproduce this failure.

Event description:
It was reported that during an unknown procedure, the instrument did not operate properly. The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.